Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number: mw5172025. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
A voluntary MDR/medwatch report was received on 07/14/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, a physician reported via the maude database that a dexcom g7 cgm system inaccurately displayed a "low" glucose alert. At the time of the alert, the unidentified patient¿s actual blood glucose level was 358 mg/dl. Despite the elevated glucose level, the unspecified display device continued to issue low glucose alarms for a duration of at least three hours. The patient experienced symptoms including general malaise and nausea, which prompted them to seek medical attention at the emergency department. Attempts to obtain additional details from the reporting physician were unsuccessful, as follow-up contact could not be established. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.